Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and left ventricular (lv) lead dislodged and pulled back in the right atrium. It was further noted that patient experienced diaphragmatic stimulation due to the leads dislodging. The rv and lv leads were turned off, and subsequently explanted and replaced. No further patient complications have been reported as a result of this event.